Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 281mg/dl. Customer's current blood glucose level 389mg/dl. Troubleshooting occurred. Customer will continue to monitor their insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.